Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastric sleeve procedure, the stapler was able to fire but the staple line was incomplete in central part. An unanticipated tissue loss occurred and tissue damage that requires to change the surgery to gastric bypass that led to extended surgical time for more than 30 minutes as the staple line was fix using manual suture reinforcement and extension of hospital stay of 1 more day because a permanent drainer installed. In the image submitted, there was also some staples malformed.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a photograph of a device. Visual examination of the photo observed a hole in the tissue and malformed staples. Based on the evidence available the reported condition was confirmed. However, without the device being returned for evaluation the cause of the reported condition could not be reliably determined. No enhancements or improvements were generated for the reported condition. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.